Manufacturer narrative:
(B)(4). The device was received for evaluation in its packaging and unused. A visual inspection was performed and found that the folding board insert that holds the coiled set in place had a puncture through the cardboard. There was no puncture or indentation on the pouch, indicating that the puncture came from inside, where the set was coiled. This issue would not have affected the functionality of the set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the folding board of an irrigation set was damaged. There was no patient involvement. No additional information is available.